Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02654, 0001822565 - 2020 - 02655, 0001822565 - 2020 - 02656, 0001822565 - 2020 - 02657, 0001822565 - 2020 - 02658, 0001822565 - 2020 - 02659, 0001822565 - 2020 - 02660, 0001822565 - 2020 - 02661, 0001822565 - 2020 - 02662, 0001822565 - 2020 - 02663, 0001822565 - 2020 - 02664.

Event description:
It was reported the circulated items in the warehouse identified debris in sterile packages. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products confirmed foreign debris. One of the ten cartridge kit packages contains hair-like fiber, and one contains two loose pieces of clear plastic debris. No other packaging defects or damage were noted. Review of the device history record(s) for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the parts when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. Although a definitive source of the hair-like fiber and the loose clear plastic debris cannot be determined, they were considered to have been introduced during manufacturing because they were located in the sealed pouch. The root cause of the reported issue is attributed to a manufacturing issue. A corrective action was previously opened to address this issue. A change to manufacturing has been implemented to reduce flash and reduce trimming. These were manufactured before the implementation of this manufacturing change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.